Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced disconnection from the dexcom g6 during charging, after which the ilet displayed ¿searching for transmitter¿ for over two hours despite re-entering the sensor code and transmitter serial number. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful replacement of the g6 sensor and transmitter, with the new sensor warming and the user reporting satisfaction. Investigation included user-guided troubleshooting and education. Investigation of this case revealed that connectivity was restored after sensor and transmitter replacement, suggesting a transmitter-to-sensor or pairing disruption. It was concluded that the event involved temporary loss of cgm communication that resolved with component replacement and system reconnection.